Manufacturer narrative:
Evaluation results: one bivona tracheostomy tube was returned for investigation without its original packaging inside a ziploc bag. Visual inspection was performed at 12 inches under normal lighting to look for any damage on the cuff, airline, or pivot balloon. During the visual inspection wrinkles were observed on the cuff. The obturator was also deformed. Further visual inspection of the obturator revealed that the obturator size was 5.0 mm. The printing on the nekstrap indicated that the size ID was 4.5 mm. The correct size for the obturator should have been 4.5 mm. The obturator did not correspond the part number 67pfss45. The investigator determined that the production personnel at the manufacturing site did not verify that the obturator ID coincided with the printing of the neckstrap. Prior to assembly. As a preventive measure the area trainer at the manufacturing site was informed of the customer complaint.

Event description:
It was reported the obturator was difficult to remove. The complaint also noted that bi-weekly change outs were required. No patient injury or complications were reported in relation to this event.